Event description:
The customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer's third-party biomed, reported that they repaired the device, however, no details were provided. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker spoke to the customer and recommended testing the main keypad. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.